Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during the case the physician noticed air coming out of the vizigo¿ sheath from the heart. The fluoro was used to confirm it since using ultrasound showed no results. An intracardiac echocardiography was used as well but nothing was noted by the time the ice was used. The physician drew back with a syringe on the sheath and then pulled the sheath back to the right atrium. There was no other medical interventions required after the procedure was terminated. There were no noticeable neurological symptoms immediately following the procedure nor during the rest of the day.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jan-2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002492 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).